Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level was running high. They reported a past event where they had changed their site but their blood glucose was over 600 mg/dl. They treated with the insulin pump. The customer¿s current blood glucose was 231 mg/dl. Troubleshooting was performed on the insulin pump. Insulin exited without incident. The device will not be returned for analysis.